Manufacturer narrative:
The device evaluated by manufacturer should have been "not returned to manufacturer" rather than "no". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01993. Additional information received indicated that surgical intervention was undertaken wherein both the leads were explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-01993. It was reported the patient lost stimulation. Diagnostics indicated high impedance readings on multiple contacts. Surgical intervention may take at a later date.